Event description:
Reportedly, the instrument seemed difficult to close. The assistant had to force it closed. The pt had a stenosis at the anastomosis site. She later dies of the c-difficil bacteria post surgery. The surgeon stated, that the death was not related to the device. Procedure: lap colon resection.

Manufacturer narrative:
.